Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. At this time, applied medical is unable to determine the root cause of the event or confirm that a product malfunction occurred.

Event description:
Procedure performed: right lap tep inguinal hernia. Event description: feedback form: trocar set up: kbbt in umbilicus, 2 ea. 5x100mm adv fix down midline [lube] applied to sheath before insertion. Dr. [Name] inserts the balloon diagonally toward the defect, not down the midline. Able to introduce the into the working space upon first entry in an atraumatic fashion. [] 10mm endoscope was used. 20 pumps used to inflate balloon and scope was not used during inflation. "Too much dissection toward epigastric. Feels our balloon inflated more laterally vs. North to south." Surgeon did deploy the device with stopcock facing up. Balloon did not serve as tamponade. Surgeon inflated 20 pumps and "waited for about 20 seconds, but there was alot of bleeding. He said that was due to the balloon damaging the epigastric". Case length was 34 minutes and deflating/removing device process was acceptable. Dr. [Name] said that with his technique of inserting the balloon diagonally, not down the midline our balloon damaged the epigastric and causes bleeding. He said majority of surgeons probably go more down the midline but not him. Additional information was received via telephone on 16aug2019 at 7:58am from applied med health system spec. The device was discarded after the case. The patient status is fine. The surgeon used [non-applied energy device] to stop the bleeding. The device does not trace to the hospital nor the rep as it was provided by clinical development. Intervention: the surgeon used [non-applied energy device] to stop the bleeding. Patient status: the patient status is fine.

Manufacturer narrative:
The event unit will not be returning to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: right lap tep inguinal hernia. Event description: feedback form: trocar set up: kbbt in umbilicus, 2 ea. 5x100mm adv fix down midline [lube] applied to sheath before insertion. Dr. [Name] inserts the balloon diagonally toward the defect, not down the midline. Able to introduce the into the working space upon first entry in an atraumatic fashion. [] 10mm endoscope was used. 20 pumps used to inflate balloon and scope was not used during inflation. "Too much dissection toward epigastric. Feels our balloon inflated more laterally vs. North to south." Surgeon did deploy the device with stopcock facing up. Balloon did not serve as tamponade. Surgeon inflated 20 pumps and "waited for about 20 seconds, but there was a lot of bleeding. He said that was due to the balloon damaging the epigastric". Case length was 34 minutes and deflating/removing device process was acceptable. Dr. [Name] said that with his technique of inserting the balloon diagonally, not down the midline our balloon damaged the epigastric and causes bleeding. He said majority of surgeons probably go more down the midline but not him. Additional information was received via telephone on 08/16/2019 at 7:58am from applied med health system spec. The device was discarded after the case. The patient status is fine. The surgeon used [non-applied energy device] to stop the bleeding. The device does not trace to the hospital nor the rep as it was provided by clinical development. Intervention: the surgeon used [non-applied energy device] to stop the bleeding. Patient status: the patient status is fine.